Manufacturer narrative:
Evaluation summary: it was caused due to an excessive force applied on the ccd cable during angulation. In addition, we confirmed that the root brace rubber flexible tube cut and the light guide fiber bundle (lcb) disconnection; however, there are not related to the alleged complaint. This device is not marketed in us, therefore 510k is not applicable. Model ec-3890li is available in the USA with a 510k number k131855. This report is being filed as part of the pentax backlog management plan.

Event description:
Intermittent image during angulation. This event occurred at the time of before use. There was no report of patient harm.